Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is this the lot number for the obgyn kit? F000034206. If available, please provide photos of the box containing the product code, lot number manufacture site and contents of the package.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a suture kit was used. It was found that there was no absorbable adhesion barrier in the box, and there were 3 packages of suture. The lot number is f000034206. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Corrected information: adverse event or product problem, type of reportable event¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.